Event description:
I began experiencing headaches, nausea, and vomiting in (B)(6) 2020. I had not previously experienced these symptoms with this frequency-weekly-a few days each week. I am beginning treatment to abate these symptoms. FDA safety report ID # (B)(4).